Event description:
It was reported that the asymptomatic patient presented in clinic for unrelated procedure. Prior to procedure, the implantable cardiac monitor was interrogated and exhibited backup vvi operation. The patient denied of any electrical magnetic interference exposure. A device software download was attempted but was unsuccessful. On (B)(6) 2017, the patient presented in clinic for follow up. No intervention was performed. The patient would continue to be monitored.